Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
It was reported that the catheter broke, the location was not known but reported as the catheter tract and the cause determined. X-rays were performed and the catheter tip was at t12-l1. In 2012, the catheter tip was at t10-11. The patient had lumbar fusion on (B)(6) 2014 and the patient was reported to have been experiencing withdrawal symptoms including an altered mental status, agitation and underdose symptoms. The issue was reported as resolved. The patient was being stabilized with oral baclofen and ativan IV for agitation. Action was planned but not yet taken as a possible catheter dye study or revision are in the near future for this patient. The patient remained in the neuro ICU. At the time of the event the patient's status was reported as alive-no injury. The device system delivered dilaudid, fentanyl, and baclofen. Additional information was to be requested.

Event description:
Additional information later reported that the x-rays were performed while the patient was in the hospital. There was no confirmation that the catheter had been cut. The patient was stable in the hospital with oral baclofen. No revision had been performed or had one been scheduled. At the time of this report, the patient's status was unknown. Additional information later reported that per the hcp of record, the patient had not been seen since (B)(6) 2014 and there was no record or report of this reported event to that office.